Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that port access needle tubing was snapped off and no clamp was there. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of detached luer hub is confirmed; however, the exact root cause could not be determined. One 20 ga x 0.75in powerloc infusion set was returned for evaluation. An initial visual observation revealed the luer adaptor was missing and the safety mechanism was engaged. Use residue was observed on the sample and adhesive residue from dressing on the extension tubing was seen. Under uv light, fluorescence was observed where the extension tubing connects to the luer adaptor, indicating that adhesive was present at this connection. A microscopic observation revealed no damage or deformation on the distal end of the extension tubing, suggesting it was the manufactured end. Because evidence of adhesive was observed on the tubing, and the luer hub was not returned, it was not possible to determine the exact root cause for the hub detachment. This complaint will be recorded for future trending and monitoring purposes.